Event description:
A branch of the inferior pulmonary vein was identified and was on circled bluntly, and stapled with the endo gia universal 2.0 staple. At this point, the stapler jammed and could not release the cartridge. In attempting to remove the stapler the inferior pulmonary vein was torn. An emergency thoracotomy was performed. Dates of use: 2008. Diagnosis or reason for use: stage iiia adenocarcinoma.